Event description:
It was reported by the rep that apparently the surgeon had problems with the pxw35 and the staples holding the skin postoperatively. The surgeon had the incision open up postoperatively. The surgeon had to put the pt under anesthesia to close the opened incision. The surgeon sutured the opened area to complete the case. Add'l info: pt was brought back.